Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
The 1.8 mm sleeve was too flexible. Impossible to insert it inside a 2.2 mm incision. The surgeon had to change it. No patient impact. No product returned.